Manufacturer narrative:
Method: complaint history review; risk assessment; results: the device was not returned and lot# not provided, therefore device analysis, device history review and complaint history review could not be performed. Conclusion: the plausible root cause of this event cannot be determined since the device is not returned.

Event description:
It was reported that during the surgery, the surgeon inserted the cage using the inserter to l4-l5. The surgeon didn't notice cage loosening from the inserter at the same time. When the surgeon pushed the cage, the cage protruded anterior from the vertebral body. The surgeon did not remove the cage, and is monitoring for the patient now.

Event description:
It was reported that during the surgery, the surgeon inserted the cage using the inserter to l4-l5. The surgeon didn't notice cage loosening from the inserter at the same time. When the surgeon pushed the cage, the cage protruded anterior from the vertebral body. The surgeon did not remove the cage, and is monitoring for the patient now.